Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported battery issue and replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that e/c 1124 (battery failed) occurred. There was no patient involvement. Event date not specified; estimate used.